Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that during a post-implant reprogramming the clinician programmer showed "---" for percentage of hours used and only gave the date of the interrogation. It did not track back to the implant date. The patient was using group a, the device was on, and they were getting good therapy. The reprogramming went well with no issues. The clinician programmer session was exited and the device was re-interrogated. The device showed 100% hours used and <(><<)> 1 hour. The representative believed that the issue was caused by electro-magnetic interference (emi) as the room they programmed in historically had emi issues. There were no patient symptoms reported. The issue resolved with troubleshooting. Indications for use: lumbar radiculopathy spinal pain.